Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump usb port was cracked and unable to be charged. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.